Manufacturer narrative:
G4: 06jul2020. B4: (B)(6) 2020. A quote was given to the customer for a replacement touchscreen, but the customer did not accept the quote which led to the quote expiring. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20may2020.

Event description:
The customer reported that the device had experienced touchscreen failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.